Manufacturer narrative:
(B)(4). Vyaire will not be receiving the suspect device/component for evaluation. Customer was advised they will need to order a new gas delivery engine and user interface module. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that a patient kicked over the avea ventilator and damaged it. The customer stated that the patient was placed on another unit and there was no patient harm. The ventilator was reported to have a damaged uim screen and had the following alarms: vent inop, tca data error, pneumatics ftc and blender data error.